Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. Literature attachment: secure the plug: ultimate structural and intervention complex paravalvular leak closure and simultaneous left atrial appendage closure: case report b3: event date was estimated. D4: the UDI number is not known as the part and lot number were not provided.

Event description:
The article, "secure the plug: ultimate structural and intervention complex paravalvular leak closure and simultaneous left atrial appendage closure: case report", was reviewed. The article presented a case study of an 83-year-old female patient with a history of diastolic congestive heart failure, atrial fibrillation, prior cerebrovascular accident, patent foramen ovale, and severe mitral regurgitation. A 31mm st. Jude valve was selected for implant on an unknown date for surgical replacement of the mitral valve. The device was implanted, however a perivalvular leak was observed. Two 6mm amplatzer vascular plug ii devices were implanted. A trivial residual shunt was observed. On an unknown date the patient presented to the emergency department with progressive shortness of breath, nonproductive cough, and bilateral lower extremity edema over several days. On workup, the patient also had hemolytic anemia. Transesophageal echocardiogram (tee) revealed a severe residual shunt between the two vascular plugs. The decision was made to perform a percutaneous residual shunt closure via transcatheter under tee guidance. A 12mm amplatzer vascular plug ii was selected for implant. The device was deployed and appeared to seal the leak, however it was noted that the positioning was unstable. Given the patient's history of atrial fibrillation, gastrointestinal bleed, and proximity to the residual shunt from the left atrial appendage (laa), the decision was made to proceed with simultaneous laa closure. A 34mm amplatzer amulet left atrial appendage occluder was selected for implant. The amulet was used as a stabilizer for the 12mm plug to stabilize and secure its position. After confirming the position, the 12mm plug was released, followed by the amulet. The procedure was completed without complications or hemodynamic instability. The patient was discharged 9 days post-procedure. At 6-week follow-up repeat tee demonstrated resolution of the residual shunt and secure positioning of the plug and amulet devices. [The primary author was mohamed elmarasi, department of medical education, hamad medical corporation, doha, qatar.] [The secondary and corresponding author was mohamad bader abo hajar, baylor scott & white research institute, dallas, tx, with corresponding e-mail: mohamadbader.abohajar@bswhealth.org.]